Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d6a this follow-up report is being submitted to relay additional information. The following sections were updated: d4, h4, h6, h11 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a female patient, who had a left tka, underwent a revision procedure approximately 7 years 2 months post the initial procedure. The patient alleged that their knee devices failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in a multidistrict litigation, the patient appears to allege that they were injured as a result of premature wear of a polyethylene device. Additionally reported was the reason for revision was mechanical loosening of internal left knee prosthetic joint. No further information is available. This is 1 of 2 reports for this event.